Event description:
Revision surgery - due to the patient falling and breaking his humerus just below the original stem. The surgeon removed the original stem, reduced the fracture and put a longer revision stem in that passed the fracture site.

Manufacturer narrative:
The reason for this revision surgery was the patient fell and broke his humerous just below the original stem. The in-vivo length of patient service for the implant was 3.1 years. The surgeon removed the original stem, reduced the fracture and put a longer revision stem in that passed the fracture site. The healthcare professional indicated there was a serious risk to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (DHR) shows that the reported components used in the previous surgery met design and manufacturing requirements. There was a non-conforming material report (ncmr) (B)(4) associated with the part 508-00-036, rsp socket inserts, 36 mm which documents a nonconformance that out of 40 quantity lot all items were accepted with minor variation of surface finish in outside diameter (od). Justification for the acceptance describes that, surface comes in contact with soft tissue only and will not affect form, fit or function so all items were accepted. The device and its applicable concomitant devices were within their respective expiration dates at the time of use during the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. This event is deemed to be non-product related. The root cause of this complaint was a revision surgery due to fracture. The agent clearly mentioned that the patient fell and broke his humerous just below the original stem. It seems that the event may possibly occurred due to patient activities, trauma or inattentiveness. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.